Event description:
It was reported this right atrial (ra) lead exhibited increased sensing and impedance measurements two days post implant. A chest x-ray was performed which found the lead has dislodged. A lead revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. This device was subsequently explanted and returned for analysis without further information from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only a portion of this lead was returned, severed at approximately 153 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead exhibited increased sensing and impedance measurements two days post implant. A chest x-ray was performed which found the lead has dislodged. A lead revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. This device was subsequently explanted and returned for analysis without further information from the field.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead exhibited increased sensing and impedance measurements two days post implant. A chest x-ray was performed which revealed the lead has dislodged. A lead revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.